Manufacturer narrative:
The insulin pump received button error alarms due to corroded keypad traces. The device passed the displacement test, prime test, and excessive no delivery test. No excessive no delivery alarm.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 327 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.